Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to lead dislodgement 6 hour post implant. In addition, the patient experienced a heart rate of 49 to 50 beats per minute consistently for the past hour. This rv lead remains in service. No additional adverse patient effects were reported.